Event description:
This spontaneous report was received on (B)(6) 2010, from a (B)(6) female consumer, reporting on self from the united states. The medical history of the consumer included controlled asthma and allergy to ceftin (cefuroxime) and percocet (acetaminophen). The concomitant medications included advair inhaler (fluticasone), for asthma since twelve years. On (B)(6) 2010, the consumer started using o b non applicator tampons, one tampon, vaginally for menstruation (lot number and expiration date unspecified). On the same day, string separated from the tampon and is stuck in her vagina. She removed the device and found that the string was missing. She continued to use the device. The event did not resolve. This report was assessed as non-serious event. The company causality was assessed possible. Complaint sample was not received by manufacturer and no lot number was reported with complaint. Without a sample, the alleged defect can not be evaluated and without a lot number, the device history cannot be reviewed and the retain sample can not be inspected. The data for this complaint category has been reviewed and no unusual trend has been identified. Trends will continue to be monitored. This report is considered a reportable malfunction case.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.